Event description:
Procedure: sleeve gastrectomy. According to the reporter: the handle (B)(4) did not work properly. Another handle was applied satisfactorily. However, 11 days after the operation, the patient was transferred in the e.r. A laparoscopy was carried out and showed that the suture lines did not hold. Re-operation was performed on (B)(6) 2010 to suture the stomach.

Manufacturer narrative:
(B)(4).